Event description:
It was reported that coil break occurred. An embold fibered 3x12 was selected for a gastroduodenal artery (gda) embolization procedure. The coil felt fine when pushing through the microcatheter. However, when deploying it, it felt like it got stuck on a previously deployed coil. While trying to loosen the coil, it stretched and broke. A portion of the coil was removed within the microcatheter. The remaining portion was left in the patient. There were no patient complications as a result of this event.